Event description:
A malfunction was reported on a pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions to reset the pump, assisted in the process, and the issue did not recur. The customer was informed they could continue using the pump and to call back if any issues reappeared.